Event description:
It was reported to philips that the battery failed to calibrate in a cadex c7400 unit. The cadex unit displayed the message, ""cold wait -6 degrees c".

Event description:
It was reported to philips that the battery failed to calibrate in a cadex c7400 unit. The cadex unit displayed the message, ""cold wait -6 degrees c".